Event description:
It was reported that during an in-clinic device check, a loss of left ventricular (lv) capture was noted. The patient noted falling six to eight weeks prior to the in-clinic check. A chest x-ray was performed revealing the lv lead had moved out of its original position. The lv lead was programmed off. There are no plans to reposition the lv lead. The patient is asymptomatic and was stable before, during, and after reprogramming. The patient will continue to be followed remotely and with in-clinic device clinic check.